Event description:
It was reported that while approaching the targeted lesion with the catheter and guidewire, a break was noted at the proximal end of the guidewire, outside the patient's body. The procedure was completed successfully and there were no patient complications.